Manufacturer narrative:
Approximate age of device ¿ 4 months. The pump remains in use supporting the patient. A direct correlation between the device and the reported gi bleeding could not be determined; however, the instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. No further issues have been reported. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital with a decrease in hemoglobin of 2 gm. The patient also experienced occasional diarrhea and a few episodes of dark stools. The patient's hematocrit was 21.2%, hemoglobin was 6.6 g/dl, and platelets were 208,000/mm 3. An upper gi single contrast test was performed, and a gi bleed was found - the specific site was not provided. The patient was transfused with 6 units of packed red blood cells. The event reportedly resolved on 05/29/2015.